Manufacturer narrative:
The lot number has been provided and device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that the pta balloon ruptured during the first inflation (atm unk). During retraction of the device, the balloon detached from the shaft. The detached portion of the balloon was successfully retrieved using a snare. There was no report of patient injury.